Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy procedure, the clip did not come out even when the clip was fired. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with eighteen remaining clips. The ratchet function was engaged. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw coplanarity. Two clips were jammed in the distal end of the channel. Functional testing found that the jammed clips were removed; as the second clip was being removed, the next clip loaded into the jaw and was fired with proper formation. The ratchet function was disengaged. The instrument was first test fired once in the air so that the clip formation could be observed. The pusher bar was observed going under the clip and not loading the clip into the jaws. It was reported that the clips were not loading properly. The reported issue was confirmed. The most likely cause was determined to be component failure. The plate latch was noticed to be at inside of lower housing without free movement (up/down) with latch spring component. This restricted pivoting movement could result in a failure condition of clips not loading properly. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.